Event description:
A distributor incident report from france indicated that a customer experienced an issue where their pump was not detecting the cartridge. There was no adverse impact on the customer's blood glucose level. On further investigation, it was found that no cartridge change errors or alerts were recorded, and the pump subsequently operated correctly, successfully loading a cartridge and delivering a bolus, with no alarms occurring during the system check. As a precaution, the customer is expected to return the device, and a replacement pump has been arranged.